Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies that there were no abnormalities in the accessories used for reprocessing. There was no delay in pre-cleaning and manual cleaning. The customer wiped/brushed the surface during manual cleaning. Air and water were flushed during pre-cleaning and detergent was flushed during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. The suggested event is detectable/preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): - IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Per the legal manufacturer, the other device defects included in the initial medwatch have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device was evaluated and there were few additional findings during device evaluation. The suction cylinder had no color. The distal end cover was chipped. Bending tube was damaged. Connecting tube had a scratch and universal cord had a wrinkle. The investigation is ongoing. Follow up in progress to obtain details regarding device reprocessing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the adhesive on the colonovideoscope was worn out. The glue ends were noticed during inspection, while field service engineer was checking the scope on site and recommended it to be sent for repair. There was no procedure or patient involvement. The device was returned to olympus. Upon evaluation, it was found that the air/water cylinder, air/water tube and jet tube had foreign materials. This report is being submitted to capture the reportable malfunction found during evaluation.